Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During evaluation, it was found that the rear response button was not functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a monitor for an unrelated problem, it was found that the monitor's response buttons were not functional.